Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. \

Event description:
Customer reported via phone call of having high blood glucose of 535 mg/dl even after treating with insulin. It was found that cannula was bent. Customer reported that her child tugging on tubing may have caused bent cannula. Customer was advised that products would be replaced.